Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up intermittent lv capture threshold and ongoing tolerable phrenic stimulation were observed. No programming changes were made.